Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was not displayed on the cardiosave intra-aortic balloon pump (iabp). The arterial line was lost while the patient was being transported from another facility and moved from the ambulance to a bed. The iabp was slaved to a phillips monitor where the pressure readings could still be seen. Pumping never stopped during this event. It was also noted that a catheter restriction message had been generated. Patient death occurred the next day. This record is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03500. Additional information received 08nov2023: patient arrived from another hospital and transferred in the micu at uvm (most likely from plattsburgh, ny), when the patient arrived in the micu, the iabp was working fine but the patient had low blood pressure. Issues encountered with iabp not having arterial blood pressure displayed on the cardiosave unit itself, but blood pressure being displayed on a phillips monitor in which it was slaved into. The cardiosave and iab continued to deliver therapy and never stopped. A subsequent x-ray revealed the iab catheter was lower than expected. At this time a physician spoke with the patient¿s family and family did not desire the resuscitation of the patient to continue. The physician then gave the order to discontinue the therapy. Fse (edward stoff) arrived at the hospital the next day for inspection and did not find any issues with the cardiosave. This cardiosave iabp has been in use since the incident and was used as recently as oct 31.

Manufacturer narrative:
Updated field(s): describe event or problem. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was not displayed on the cardiosave intra-aortic balloon pump (iabp). The arterial line was lost while the patient was being transported from another facility and moved from the ambulance to a bed. The iabp was slaved to a phillips monitor where the pressure readings could still be seen. Pumping never stopped during this event. It was also noted that a catheter restriction message had been generated. Patient death occurred the next day. This record is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03500.